Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the remote arm controller boards (rac) to resolve the reported problem. The fse also cleaned the rac 2 low voltage differential signaling (lvds) cables. The system was tested and verified as ready for use. Isi did receive the da vinci product involved with this complaint to perform failure analysis (fa). The rac was analyzed and the reported failure could not be reproduced. Fa installed the rac into the surgeon side console (ssc) test system and there were no issues at start up. Continued to run ten power cycles and sat idle for one hour with no issues. Fa reviewed the customer system error log and found error 30.

Event description:
It was reported that during a da vinci-assisted surgical procedure, repeated errors occurred on the left and right master tool manipulators (mtms) of surgeon side console (ssc) 1. The customer performed a hard power cycle but the issue was persisting. The customer was continuing as planned with the second ssc. There was no reported injury.